Event description:
The pt received a scs sys on (B)(6) 2011. It was reported that the pt felt "stinging" and pain at the ipg site. The f/u received on (B)(6) 2011 indicated that the pt's pain at the ipg site had decreased and he was receiving effective stimulation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.